Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/10/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The analysis results found that the device was returned with no damage in the external components. The instrument was disassembled; one plastic post from the sled was found broken which causes latch to be out of position (post a, cav. 2), that is why the internal cannula components were not sliding properly and 13 straps were found inside cannula shaft. In addition, the ratchet pawl was found excessive wear and tear. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair on (B)(6) 2020 and the absorbable straps were used. It was reported that the strap fell off during use. The strap was deployed on the cooper's ligament, but it could not be placed on the target tissue and then the strap fell off. The device was used on the ligament. It was reported that the surgeon removed the missing strap from the patient¿s body. And then, he used the competitive product and completed the procedure. No straps were left inside the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient. There was no problem for the patient¿s condition. It was also reported that the surgeon could use the competitive product, but the device was not controlled.